Event description:
The table was in 30 degree trendelenburg and the table moved unintentionally to level during a davinci procedure. Instruments were in the pt's body at the time of the unintentional movement. No pt injury occurred.